Manufacturer narrative:
The issue reported was that during a cardiac study, when the table pallet moved in toward the gantry, the catcher rose higher than the table, causing the pallet to move in below the catcher. The patient¿s legs were raised and did not contact the catcher. There was no report of harm. The patient was removed from the table and imaging was performed on another system. The philips field service engineer (fse) evaluated the system however no issues were identified. Log files were collected for engineering review. Log file analysis confirmed the cardiac 90 preprogrammed motion (ppm) failed due to a servo motion controller error on vertical table motion. All system motion halted when the error occurred. The cardiac 90 ppm was attempted again, at which time the catcher rose higher than the pallet. The system once again gave an error and halted all motion. The patient was removed from the table and the operator initiated a total body ppm, which initiated longitudinal table calibration. The calibration was completed successfully. Engineering concluded that the servo motion controller error was due to an issue with the gantry software which controls table height and catcher synchronization. The system is equipped with emergency stop buttons and collision sensors to halt motion. Users should be vigilant while watching the patient and controlling the machine simultaneously and can activate an e-stop in case of any unexpected motion. The probable cause of the pallet-catcher synchronization issue was determined to be a servo motion controller error on vertical table motion, due to an error with the gantry software which controls table height and catcher synchronization. A review of the service history records for this device confirmed there has been no recurrence of the issue. Based on investigation conclusion, this issue is not reportable. Internal cross reference: complaint (B)(4).

Manufacturer narrative:
This is a supplemental report to initial emdr report (3003768277-2022-00546). The FDA registration number initially chosen was incorrect.

Event description:
The issue reported was during a cardiac study, when the table pallet moved in toward the gantry, the catcher rose higher than the table, causing the pallet to move in below the catcher. There was no report of patient harm.